Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer did not perform the proper air removal techniques. Tandem technical support informed the customer that not performing the air removal technique is off label per the tandem user guide. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer's blood glucose was 187 mg/dl.

Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.